Event description:
The consumer reported a loss of stimulation. It was stated that their controller was showing all green lights illuminated, showing the implantable neurostimulator (ins) had power, but they couldn't feel stimulation since (B)(6) 2016. No trauma/falls reported that could be related to the issue. When the consumer checked the ins with their patient programmer, stimulation was on. It was noted they didn't have the ability to change stimulation. Indication for use was radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.